Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had them removed') in a 53-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain ("body ache") and arthralgia ("joint ache") and was found to have weight increased ("weight gain"). The patient was treated with prednisone and surgery (surgery to remove essure in nov (date and year unspecified)). Essure was removed. At the time of the report, the medical device removal, arthralgia and weight increased outcome was unknown and the pain had not resolved. The reporter considered arthralgia, medical device removal, pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): inflammatory marker test - on an unknown date: arthritis test came back negative. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, joint pain, body pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: information from social media - new reporter added. Added new event weight gain and relevant test. Added treatment drug. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had them removed') in a 53-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("body ache") and arthralgia ("joint ache"). The patient was treated with surgery (surgery to remove essure in nov (date and year unspecified)). Essure was removed. At the time of the report, the medical device removal and arthralgia outcome was unknown and the pain had not resolved. The reporter considered arthralgia, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, joint pain, body pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reported added, event added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had them removed') in a (B)(6) year old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure in nov (date and year unspecified)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.